Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on bipolar yaw pulley. The instrument found with exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. No sign of damage on the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was identified during reprocessing, post cleaning of the instrument and prior to sterilization. No damage was inspected prior to the commencement of this procedure. There was no collision or acing noticed during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation is in progress to determine the root cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument burnt away at the plastic near tip. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.